Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx3253 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the patient underwent PICC puncture catheterization in outpatient department of internal medicine at 14:30 on (B)(6) 2020 and returned to the ward after surgery. At 9:18 on (B)(6) 2020 the head nurse performed maintenance on patient's PICC and during flushing, found the heparin cap was ruptured and seepage was noted. The cap was replaced and flushed the tube. There was no abnormality after inspection.